Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17.5 mm from the distal end. There was no scratch around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked by heat and it broke off due to the load caused by withdrawing the device from the trocar. The instruction manual of the device has already warned as follows; *should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Event description:
During a partial hepatectomy, the subject device was used. The probe broke off when the doctor tried to exchange the device because of errors (u504,u509). The broken probe fell into the patient. After that, it was retrieved by the doctor. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.